Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported deflation difficulty and difficult to remove was not tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the target lesion was located in the moderately calcified, 85% stenosed proximal right coronary artery. After inflating the 3.5x20 mm rx trek balloon for pre-dilatation, at 14 atmospheres for 30 seconds, when the physician attempted to deflate the balloon, despice negative pressure applied to the inflator, the balloon was unable to be deflated. Force was applied in an attempt to pull the device out of the patient anatomy; however, the proximal part of the catheter separated. The guiding catheter and the separated parts of the trek balloon were removed together as a unit. After removal it was confirmed that the balloon was still inflated and that the distal tip of the catheter was covered by the balloon. The procedure was continued and a stent was implanted to treat the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.